Manufacturer narrative:
The customer reported that bipolar function is active as soon as you plug the instrument in. The reported condition was confirmed. The investigation found that the unit arrived with the auto-bipolar function turned on so the unit was behaving correctly when activating immediately if resistance is in range. Bipolar and auto-bipolar functions were checked and are operating correctly. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the bipolar function is activated on its own when an instrument is plugged into the unit. The issue was found during testing at the facility. There was no patient involvement or injury.